Manufacturer narrative:
Post market quality assurance laboratory testing of the subcutaneous implantable cardioverter defibrillator (s-ICD) found fault codes caused by device memory corruption. The cause of the memory issues were unable to be determined during testing. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Event description:
It was reported that during final testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) did not pass testing prior to being shipped out to the field.